Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 10 years post op the initial implant, this (B)(6) y/o male patient presented complaining of right knee pain. The patient was scheduled for I & d and poly swap procedure. This procedure was a major debridement of knee with resulted in the loosening of the extension gap (pre op flexion contracture) using the same size and constraint insert we were able to properly balance the joint. The surgeon replaced the same size liner (size 5 11mm ps insert). The removed insert was in good shape and no issues replacing the insert with the truliant. Patient was last known to be in stable condition following the event. Device not returning: all hss explants sent to biomedical.